Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The device was used for treatment, though it was unknown if the device was related to the reported event or met specifications since a sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following:"intended use:the catheter is intended for urinary bladder drainage inpatients requiring catheterization for management ofincontinence, voiding dysfunction, and surgical procedures.please contact your physician to determine which productoptions are best for you, paying close attention to productwarnings/ precautions and adverse reactions.the catheter becomes slippery when wetted with water,eliminating the need for a separate lubricant. For your addedconvenience, this catheter is packaged with its own sterilewater. Simply release the water from its foil packet and then tipthe un-opened catheter package end-to-end. The catheter actslike a magnet to attract the water and activate its slipperycoating. Follow these steps for best results.1. Release the waterprior to opening the sealed catheter pouch:a. Apply pressure to the foil packet to release the water.b. Ensure all water is released from the foil packet.2. Wet the cathetera. Hold package with printed side up.b. Tip package end-to-end three to six times to wetcatheter. This movement is required so that the watertransfers back and forth over the catheter to fully wetthe hydrophilic coating.3. Use the cathetera. Peel back package to expose funnel end of catheter.b. If desired, use the self-adhesive tape on the packageto temporarily attach the pouch to any dry verticalsurface.c. Remove catheter and use according to physician¿sinstructions.warning:this is a single use device. Do not reuse. Reuse of a singleuse device increases the risk of catheter acquired urinary tractinfections.urethral catheter for urological use only.discard after use, do not resterilize.made of silicone elastomer."h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient had to wiggle the catheter around once its inserted and then it would drain patient's bladder.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had to wiggle the catheter around once its inserted and then it would drain patient's bladder.